Event description:
Allegedly, after the doctor completed a lap chole procedure, it was noted that the silicone pad (.5cm) had come off one of the jaws of the instrument. Doctor had a CT scan done and observed pad in pt's abdomen. Doctor brought pt back into the operating room and conducted a lap procedure to retrieve the pad; it was retrieved and pt condition good post op.